Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. (B)(4).

Event description:
It was reported that this right ventricular lead explanted due to dislodgement. Also, loss of capture with no asystole was noted. Physician tried to reposition original lead but helix would not redeploy. A new lead was implanted. No additional adverse patient effects were reported.